Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported air embolism appears to be related to suspected leak from the steerable guide catheter (sgc); therefore, attributed to procedural condition. Air embolism is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the air embolism. There is no indication of a product issue with respect to manufacture, design or labeling. The additional device referenced is filed under separate medwatch report number.

Event description:
This is filed to report a leak, causing an air embolism. It was reported that mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced into the anatomy. The clip delivery system (cds) was advanced into straddling position. An air bubble was noted in the left atrium. The bubble disappeared over time and was then visible in a cusp of the aortic valve. Over time, the bubble was not visible anymore. There was no chance of aspirating the air. There was not enough air, and it was hard to reach in the cusp. It was unclear where the air originated from, but it was thought to originate after flushing the sgc after dilator removal. The procedure was continued with one clip implanted, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.